Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial capture was observed with the programmed left ventricular (lv) lead pacing vector. Therefore the lv vector was changed from v1-v4 to v1-coil. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the left ventricular (lv) lead had exhibited a high pacing threshold and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.